Manufacturer narrative:
The customer¿s quality control (qc) results and instrument logs were reviewed by the abbott service representative and no issues were identified. The abbott field service representative (fsr) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and parts replacement were performed. A review of the alinity I sn# (B)(6) service history identified no contributing factors to the current complaint. A review of tracking and trending did not identify any trends to the alinity I system, or likely cause parts with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. A cross functional team (cft) consisting of medical affairs, quality and technical operations reviewed and determined the adverse event was related to correct use and concluded the risk management file (rmf) is adequate and sufficiently addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for one patient. The physician was not skeptical of the result as the patient presented with the symptom of tightness in the chest. The patient was admitted to the hospital, angiogram was performed on the patient and no problem found. A new blood sample was collected the next day which generated a normal result. The patient¿s current condition is unknown. The following data was provided: on (B)(6) 2022 patient 2 (sid: (B)(6): sample 1 initial result = 2.1176 ng/ml (positive), repeated on (B)(6) 2022 results = 0.0040, 0.0086, and 0.0047 ng/ml (all negative). Sample 2 (drawn on (B)(6) 2022) result = 0.0066 ng/ml (negative). There was no further information provided by the customer. There was no further impact to patient management reported.